Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the dr. Checked with scope the capsule was barely hanging on the esophagus. They captured it with a roth net. The pt was not injured following the procedure. Another capsule was placed normally.